Event description:
It was reported that the 9600 system displayed a "bad iris pot" error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the iris pot and recalibrated the collimator. The system was tested and found to be working as intended and placed back into service.